Manufacturer narrative:
Visual inspection confirmed that the abutment screw fractured and only the head portion was returned. The component appeared to be well used and its hex was found to be stripped out. The review of the product records did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The doctor indicated that the screw fractured.